Event description:
Boston scientific crm received information that during the routine device changeout procedure, this right ventricular defibrillation (rv) lead (serial number unknown) was noted to have exhibited shock impedances less than 20 ohms and pacing impedances less than 300 ohms on more than one occasion. In addition, the electrocardiogram revealed noise on the rv channel, however, a clear signal for the shock channel was noted. The noise on the rv channel was marked as ventricular fibrillation (vf), which had led to a therapy attempt. The logbook revealed several attempts for therapy with shock which had been aborted. There were also atp attempts which were carried out, but without effect. The decision was made to surgically abandon and replace the rv lead. In addition, the device was removed and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A new device and right ventricular defibrillation lead were successfully implanted. As the lead was surgically abandoned and will not be returned for analysis, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.